Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs showed 4 different suctions being used. The tools were loaded correctly and did not contain any errors. There was one suction that did not navigate in the first session. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, version #: 1.2.0. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transsphenoidal procedure. During the procedure, the site had to switch to a different malleable suction. After the site plugged the second suction, the instrument would no longer track. The tracking details showed the suction was connected, but the instrument would not track. The manufacturer representative checked the instrument task and the malleable suction was listed 3 times, 2 were yellow and the other was green. The manufacturer representative exited and re-entered the procedure and the instrument was still listed 3 times. Technical services instructed the manufacturer representative to reboot the system, which restored system functionality (instrument listed only once and able to track). The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.